Event description:
It was reported that the pta balloon dilatation catheter would not advance through the sheath. During retraction, the balloon detached within the sheath. The sheath and balloon were removed together as a single unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned in two segments and the detachment occurred at the butt joint. The balloon could not be advanced through the sheath due to the break at the butt joint, which inhibited the pushability. The investigation is confirmed for balloon detachment as the balloon was returned detached. The investigation is confirmed for sheath retraction issues, as the balloon could not be removed from the introducer sheath and the sheath tip was flared. The investigation is inconclusive for difficulty inserting the balloon through the sheath, as functional testing could not be completed due to the poor sample condition (i.e. Detached balloon). It is likely that the detachment at the butt joint occurred due to excessive retraction forces. However, the root cause for the difficulties inserting and retracting the balloon through the sheath is unknown. The definitive root cause could not be determined based upon the available information.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient details (e.g. Relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.